Event description:
The patient reported that the patient felt hypoglycemic and used the suspect device to check the patient's blood glucose. The patient obtained a result of 266 mg/dl. The patient went to the hospital and they tested the patient's glucose at 32 mg/dl. The patient then received treatment for hypoglycemia. Glucose controls were not used on the system. The suspect device was replaced with new product and authorized for return to the manufacturer for evaluation.